Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 7f sheath after an interventional procedure. Reportedly, after the clip was deployed hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for (device operates differently than expected, hemostasis) reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.